Event description:
The implant surgeon reported the following event: "revision surgery because the pt had groin pain. Allergy to chrome cobalt was also mentioned."

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 4841-205, lot # unk, description: abg no. 5 cementless left. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested, and if received, will be provided in a supplemental report.